Event description:
It was reported that the patient experienced a shocking or jolting sensation when the recharger was over the implantable neurostimulator. The sensation occurred when the patient would sit down or stand up. The neurostimulator was discharged at the time of report, and it was noted it was not neurostimulator related. The shocking did not occur without the recharger attached. It was noted that the patient had lost weight. Additional information received reported impedances could not be checked due to the discharged status of the neurostimulator. A manufacturer representative had the patient put the recharger on and sit up and stand down, but no shocking occurred. The patient reported tenderness at the battery site with palpation. The patient was going to recharge her neurostimulator and journal any uncomfortable stimulation.

Manufacturer narrative:
Continued from concomitant medical products. Lead model 3777-75 lot# v285864007 implanted (B)(6) 2009 explanted unk; lead model 3777-75 lot# v322855005 implanted (B)(6) 2009 explanted unk; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).